Event description:
It was reported that a patient alert triggered for the right ventricular (rv) lead superior vena cava (svc) coil impedance increasing to 115 ohms. The trend data showed the svc had reached this impedance value a few time before beginning 4 months prior and the baseline was in the 40-50 ohm range. The rv defibrillation coil remained stable at 40 ohms, with an increase to 55 ohms when the svc coil impedance increased. The rv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient alert triggered for the right ventricular (rv) lead superior vena cava (svc) coil impedance increasing to 115 ohms. The trend data showed the svc had reached this impedance value a few time before beginning 4 months prior and the baseline was in the 40-50 ohm range. The rv defibrillation coil remained stable at 40 ohms, with an increase to 55 ohms when the svc coil impedance increased. It was further reported that the svc coil continued to exhibit high impedances, and a lead fracture was suspected. The svc coil was programmed off, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drg implantable cardioverter defibrillator, (B)(6) 2012. (B)(4).